Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 intraocular lens (iol) was explanted due to the physician believing that the toric power was wrong. The iol was replaced with another toric lens. No further information was provided.

Manufacturer narrative:
Additional information: through follow up it was learned that the lens was explanted and destroyed. There was no vitrectomy or incision enlargement required. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.